Event description:
In 2007, the pt's daughter reported that the pt's blood glucose had been erratic (55-200 mg/dl) and she had been experiencing frequent e4 (occlusion) errors since beginning use of the infusion device. The pt's normal blood glucose range is 80-120 mg/dl. The pt was not available for troubleshooting at the time of the initial report. Upon follow up, the pt was instructed to disconnect from her infusion site and she was able to perform a bolus without error. Troubleshooting did not reveal any product issues. The pt was contacted for further follow up on three days earlier, and she stated she was doing well. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.